Event description:
It was further reported that the patient was seen and a change to tip to coil sensing on RV lead from tip to ring to eliminate T waver oversensing was performed.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT THE RIGHT VENTRICULAR (RV) LEAD TRIGGERED A LEAD INTEGRITY ALERT (LIA) DUE TO SENSING INTEGRITY COUNTER (SIC) AND HIGH RATE NON-SUSTAINED EPISODES DUE TO T-WAVE OVERSENSING (TWOS). THE RV LEAD ALSO TRIGGERED AN ALERT DUE TO AN ABRUPT INCREASE IN RV PACING IMPEDANCES. IN ADDITION, OUT OF RANGE HIGH RV DEFIBRILLATION IMPEDANCES WERE NOTED. IT WAS ALSO NOTED THAT THE RV LEAD EXHIBITED OVERSENSING ON THE VENTRICULAR LEAD RESULTING IN MISCLASSIFICATION OF EPISODE TYPE AND DELIVERING INAPPROPRIATE THERAPY. RV UNDERSENSING WAS NOTED AS WELL. AN ABRUPT DROP OF THE R WAVE AMPLITUDE WAS NOTED.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.